Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a puddle of liquid under the coulter ac.t series analyzer. Customer reported that they ran controls after noticing the puddle and all levels recovered within range. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to manually drain the white blood cell (wbc) bath and run two start-ups. Customer reported that there was no overflow after they ran the start-ups. Customer was instructed to monitor the issue and call back if there was a recurrence. To date, customer not reported recurrences of the liquid puddle under the coulter ac.t series analyzer.

Manufacturer narrative:
Evaluation - results: bath. Bec identifier for this complaint is (B)(4).